Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, two heartstring seals fell apart and did not get into the delivery tube. The seals could not be loaded. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital. The event occurred sometime on the week of (B)(6) 2009; however, the exact date was unk. This report is for the second seal.

Manufacturer narrative:
After the procedure, the hospital discarded the product. Based on the reported complaint, this is a case where the seal did not load properly. (B)(4).